Event description:
It was reported via literature that restenosis and target lesion revascularization occurred. This study analyzed 2,489 de novo lesions treated with drug-coated balloons (dcb), either non-boston scientific devices or ranger, utilizing data from a large, prospective dcb database spanning march 2018 to january 2022. All procedures targeted femoropopliteal lesions. Following intervention, patients were primarily prescribed lifelong aspirin and extended regimens (at least 1 month) of clopidogrel (75 mg/d) or rivaroxaban (2.5 mg twice daily). Over a median follow-up of 3.0 years, repeated dcb treatments were recorded: 283 lesions underwent a second dcb procedure (re-dcb), 66 required a third (re-re-dcb), and 21 received a fourth (re-re-re-dcb). Kaplan-meier analysis showed that 12-month freedom from restenosis after dcb, re-dcb, re-re-dcb, and re-re-re-dcb was 87.1%, 74.9%, 55.6%, and 55.6%, respectively. Corresponding rates of freedom from target lesion revascularization (tlr) at 12 months were 93.8%, 81.6%, 67.4%, and 59.8%..

Manufacturer narrative:
B3: date of event: estimated based on date of article. Detailed complaint and product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Article citation: soga y, takahara m, iida o, tomoi y, kawasaki d, tanaka a, yamauchi y, tobita k, kozuki a, fujihara m; oyster investigators. Impact of repeated drug-coated balloon for restenosis following femoropopliteal drug-coated balloon treatment. Jacc cardiovasc interv. 2026 jan 12;19(1):111-114. Doi: 10.1016/j.jcin.2025.10.043. Pmid: 41534973.